Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: d284drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was in a car accident and the implantable cardioverter defibrillator (ICD) pocket opened up. Subsequently, an infection occurred. The ICD system was explanted. No further patient complications have been reported as a result of this event.